Manufacturer narrative:
The implanting physician did not report any presence of infection and did not provide any information around any lab cultures taken while assessing the wound dehiscence. The patient provided very little information beyond the date, location, and physician who performed the explant. The explanting physician nor patient reached out to nalu for any support or notification regarding the explant procedure and thus the firm was unaware and not present for the procedure. There is no information available around any events leading up to the wound opening and the patient's pre-existing health conditions are unknown to the firm and thus unable to be assessed for any impact on healing.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the medial branch nerve at the l3 vertebral body. Approximately 4 months after implanting the system, the patient was seen at the medical clinic for a follow up. During that follow-up the physician notified the local nalu representatives that the patient was experiencing surgical wound dehiscence and that the end of the ipg was exposed through the open skin. The plan at that time was to perform a revision. The patient elected to not perform the revision and informed the implanting physician that a different doctor was being sought to explant the system. The patient did not disclose any other information at that time. On 10/10/2025 a nalu representative reached out to the patient to determine status and was informed that the nalu system had been fully removed on (B)(6) 2025.